Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a meter error (bg>15 min old) issue. The reporter stated that the devices were within range of each other when the bg was tested. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/09/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/24/2014 with the following findings: the original complaint could not be duplicated. The meter powered up normally and successfully paired with a test pump. All of the buttons were functional. The meter record showed evidence of boluses being performed after the 15 minute blood glucose (bg) check. A bolus was performed immediately after measuring a bg and no inappropriate messages were received. A bolus was then performed 30 minutes after measuring a bg and the appropriate warning was given from the meter.